Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with high, in range ventricular lead impedance. The impedance had risen over time. The lead was capped and replaced on (B)(6) 2019 due to the possibility of lead fracture. The patient was stable.